Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl 1000 mcg for a total dose of 399.76865 mcg/day and bupivacaine 10 mg for a total dose of 3.99769mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported inadequate pain relief via a phone conversation. It was noted the patient almost fell and turned awkwardly on (B)(6) 2020 (also reported as (B)(6) 2020), since then there has been a dramatic different in pain management. On (B)(6) 2020 the patient came in for evaluation and stated that they are not getting adequate pain release from bolus. A catheter dye study (cds) was performed and was abnormal/failed. The cds showed the catheter had pulled out of the intrathecal space due to anchor breaking. The patient experienced withdrawal symptoms. Surgical revision/intervention was performed where the catheter (spinal segment and anchor) were explanted/replaced. A new catheter was implanted. The device was reprogrammed on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The patient's status was alive-no injury. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found a broken catheter anchor. All previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.